Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was a clear problem with the locking mechanism, and the surgeon had difficulty securing the pump in place. It took multiple attempts to secure the pump in place, and even when it was able to be secured, there was no audible lock. The pump was not exchanged. The implant was noted to be a routine surgical procedure, complicated only by the device itself. The pump flows and overall performance were noted to be adequate, and the patient was noted to be fine, but the event resulted in bleeding issues which had to be addressed.